Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of white particles in water chamber. There is no allegation of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received additional information alleging the patient also having red face. The medical intervention was not specified.section b3,g3, h2, h6 are updated in this report.